Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for two patients on their elecsys 2010 analyzer. The first patient's initial hcgb result was 17.98 miu/ml accompanied by a data flag and it was reported outside the laboratory. Some days later, the patient returned for a redraw, but the exact results are not available. Based on the redraw results, the initial sample was repeated on (B)(6) 2102 with a 1:100 dilution and the result was 28765 miu/ml accompanied by a data flag. On (B)(6) 2012, the second patient, a female, had an initial hcgb result of 10000 miu/ml accompanied by a data flag. The sample was repeated with a 1:100 dilution and the result was 17.81 miu/ml accompanied by a data flag. The patient returned the next day, was redrawn, and the result was 33000 miu/ml. On (B)(6) 2012, the second patient's original sample was repeated and the result was 10000 miu/ml accompanied by a data flag. The sample was auto- repeated with a 1:100 dilution and the result was 33161 miu/ml accompanied by a data flag. The customer considered the repeat results to be correct. There were no adverse events. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The field service representative found that the photomultiplier tube's (pmt) high voltage was out of specification. He adjusted the pmt high voltage. The replaced the solenoid valves 3 and 4, the pinch tubing, and syringe seals. Performance testing was done with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined. Calibration and quality control results were within range and a reagent issue was not apparent. It was noted the customer was not following the tube manufacturer's recommendations for centrifuging and tube inversions. Service actions also improved the instrument's performance.